Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that the patient no longer wanted a device. It was clarified that the patient¿s diffuse pain was more than the occipital stimulator could cover. The patient was looking at doing a pump trial/implant. Additional information was requested from the patient¿s physician. If received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: neu_siliconeanchor, lot# serial# unknown, product type: accessory. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4). Device analysis for extension njb100780v revealed the proximal end connector was not completely seated in ins connector port. The setscrew marks were too from proximal. Device analysis for lead v780885004 revealed the body conductor was broken within 10cm of connector area. Wires #3 and #5 were broken, 2.9 cm from the proximal end.